Event description:
Event description guidant received information that this transvenous implantable lead and this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing. A lead fracture is suspected. The device was electively replaced and the lead was explanted. A new device and lead were implanted.